Event description:
It was reported that the device failed a volume test. The fault occurred during testing. There was no patient involvement.

Manufacturer narrative:
B: unknown. One device was received for evaluation. Visual inspection found no physical damage. The event history log was not available to review. Functional testing was able to verify and duplicate the reported problem. It was determined that the defective expulsor, gasket, and valves were the root causes. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.